Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient's ins battery is dead, caller is unsure if pt has attempted to recharge the scs. Caller reports that the pt's orthopedic surgeon (hcp who is ordering the MRI) spoke to a mdt rep who said it would be ok to proceed with MRI if ins battery is dead. Caller does not know who from mdt was notified or when. Additional information was received. The device was dead because pt did not recharge it. Device will be removed on (B)(6) 2022.